Manufacturer narrative:
Section d9: device available for evaluation: yes section d9: returned to manufacturer on: 7/21/2021 section h3: device evaluated by manufacturer: yes device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received cut in half and viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. A detached haptic and a torn iol were also observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue was confirmed; however, this can be attributed to handling and cannot be confirmed to be related to manufacturing, and therefore no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Pt info: unk. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that while doctor inserted an intraocular lens(iol) into the patient's left eye but the doctor saw that the lens had torn around one of the haptics and upon further investigation it was noticed that the missing haptic remained in the cartridge. Additional details received stated that lens was fully inserted and removed during the same procedure. There was no patient injury and no medical/surgical intervention such as vitrectomy, incision enlargement or sutures were required. Procedure was completed successfully using backup lens. No further information available.